Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The device was only implanted for three years before reaching elective replacement indicator (eri). It was noted that the device had elevated lv outputs due to high thresholds on the left ventricular (lv) lead. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising. Left ventricular pace impedance steady at approximately 524 ohms through (B)(4) 2016, rises to 646 ohms by (B)(4) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.